Event description:
It was reported the instrument fractured during the procedure. No pieces fell into the patient and all pieces were recovered. No patient impact reported. Product was discarded at the facility.

Manufacturer narrative:
(B)(4). H6-component code- suggested code: mechanical (g04) - tasp top; visual examination of the photos provided identified the unit as fractured. Lot identification are necessary for review of device history records, lot number was not provided. Therefore, a DHR review was not completed. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Lot number was not provided for the reported product; therefore, complaint history search could not be performed. Medical records were not provided. The complaint is confirmed via photo evaluation. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.